Event description:
It was reported that about a month post implant that the patient went to the ER (emergency room) with syncope. It was suspected that the syncope was most likely due to potential loc (loss of capture) of the right ventricular (rv) lead. Additionally, it was found that the rv lead¿s thresholds had crept up and were high. The physician also had a concern of potential exit block and therefore elected to explant and replace the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).